Event description:
Suburethral sling. Bleeding and discharge since surgery. Tape exposure (4 cm) at anterior vaginal wall, with granulation tissue coming out of two lateral tunnels, and closed epithelium in midline.